Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm had unusual angulation and when the contralateral gate opened, it was 2 cm above the bifurcation and it was in the lateral anterior position which was visualized by moving the c-arm to 90 degrees. The physician considered converting the device to aorto-uni-iliac system; however, the required equipment and stent graft needed for the conversion were not available. The physician elected to perform an open surgical conversion after which a dacron graft was sewn in. It was also reported that when the aneurysm was opened, there was calcified material visualized that was floating freely in the aneurysm sac and that is the reason the contralateral gate was blocked. No add'l clinical sequelae were reported and the pt was fine the next day after the procedure.

Manufacturer narrative:
Results: pt's condition affected effectiveness of device (angulated aneurysm, free floating calcified material in the aneurysm sac). Conclusion: device failure lack of effectiveness related to pt condition (angulated aneurysm, free floating calcified material in the aneurysm sac).